Event description:
It was reported that the patient presented to the device clinic for a follow-up. Device interrogation indicated that the right atrial (ra) lead exhibited intermittent noise oversensing resulted in infrequent short duration of noise episodes. All other electrical parameters were within normal range. During a device changeout procedure, the physician visually noted an insulation breach between the lead body and the connector pin of the ra lead. The ra lead was capped and replaced on (B)(6) 2026. No patient consequences were reported.